Event description:
It was reported that the customer woke up with a high blood glucose level of 194 mg/dl at the time of the event and when he attempted to administer a bolus he noticed the battery was low, failed battery test, and experienced a button error. He was advised to disconnect from the pump and revert to back up plan. The product is being returned. Nothing further to report.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. However, insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. Insulin pump had cracked case at display window corner or cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.